Event description:
Caller reported cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after following these instructions, the error code did not appear again. The caller successfully started their sensor session.